Event description:
Bayer case number: (B)(4) having abdominal pain [abdominal pain], irregular menstruation [irregular menstruation], heavy menstruation [bleeding menstrual heavy] , nausea [nausea] , dizziness [dizziness] , low albumin levels [albumin low] , low magnesium levelss [magnesium low] , extreme fatigue [fatigue extreme] . Case narrative: the below report was received by health authority us FDA (reference number: mw5167193) on 11-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("having abdominal pain") in a 38-year-old female patient who had essure inserted (lot no. B40022) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included vitamin d3 (colecalciferol), vitamin b12 (cyanocobalamin), multivitamin (vitamins nos) and magnesium (magnesium gluconate). In (B)(6)2014, the patient had essure inserted. On (B)(6) 2014 she experienced abdominal pain (seriousness criterion medically important), menstruation irregular ("irregular menstruation"), heavy menstrual bleeding ("heavy menstruation"), nausea ("nausea"), dizziness ("dizziness") and fatigue ("extreme fatigue") and was found to have blood albumin decreased ("low albumin levels") and blood magnesium decreased ("low magnesium levelss"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, menstruation irregular, heavy menstrual bleeding, nausea, dizziness, blood albumin decreased, blood magnesium decreased or fatigue. The reporter commented: had essure devices implanted in (B)(6) of 2014. Have been having abdominal pain, irregular or heavy menstruation since then, nausea, dizziness, low albumin levels, low magnesium levels, extreme fatigue and many other issues. I want these devices removed while keeping as many tissues as possible in place do not want a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 118 kg. The most recent follow-up information incorporated above includes data received on: on (B)(6) 2025: process with initial. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
Bayer case number: (B)(4). Having abdominal pain [abdominal pain] irregular menstruation [irregular menstruation] heavy menstruation [bleeding menstrual heavy] nausea [nausea] dizziness [dizziness] low albumin levels [albumin low] low magnesium levelss [magnesium low] extreme fatigue [fatigue extreme]. Case narrative: the below report was received by health authority us FDA (reference number: mw5167193) on 11-mar-2025. The most recent information was received on 25-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("having abdominal pain") in a 38 year-old female patient who had essure inserted (lot no. B40022) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included vitamin d3 (colecalciferol), vitamin b12 (cyanocobalamin), multivitamin (vitamins nos) and magnesium (magnesium gluconate). In 2014, the patient had essure inserted. On (B)(6)2014 she experienced abdominal pain (seriousness criterion medically important), menstruation irregular ("irregular menstruation"), heavy menstrual bleeding ("heavy menstruation"), nausea ("nausea"), dizziness ("dizziness") and fatigue ("extreme fatigue") and was found to have blood albumin decreased ("low albumin levels") and blood magnesium decreased ("low magnesium levelss"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, menstruation irregular, heavy menstrual bleeding, nausea, dizziness, blood albumin decreased, blood magnesium decreased or fatigue. The reporter commented: had essure devices implanted in (B)(6) of 2014. Have been having abdominal pain, irregular or heavy menstruation since then, nausea, dizziness, low albumin levels, low magnesium levels, extreme fatigue and many other issues. I want these devices removed while keeping as much tissues in place do not want a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 118 kg. Lot b40022 expiration date 30-jun-2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-mar-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.